Event description:
During follow-up, an eri alert was observed and premature eri was suspected as the battery voltage decreased faster then expected. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The extracted battery data revealed no anomalies that could contribute to a complaint of premature depletion. The device battery was found to be at eri. The implant duration of 7.61 years exceeds 75% of the 7.99 year total projected longevity based on field settings and is considered normal battery depletion. The results of the investigation concluded the analysis of the device was normal, no anomalies were found.